Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staple tip popped off during the case. They used another device to complete the case. There was no patient injury.